Event description:
The pt was in for lab work and a port flush. When rn checked for port-a-cath placement by saline injection, a bubble was noted just above the port and pt reported pain with injection. Pt was sent to ER for eval. ER transferred pt to (B)(6) as the catheter had fractured and was lodged in the rt atrium. Since definitive care was provided at another facility, we do not have info on the overall outcome.